Event description:
The facility representative reported a flo-gard infusion pump with a broken door latch. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door latch was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a broken door on pump two (p2) confirms the customer's reported condition. The root cause of this condition was determined to be mishandling. The p2 door was replaced to correct this condition. A device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.